Event description:
Device malfunction: none symptoms/ae: stroke. Time of symptoms/ae: post the procedure. It was reported that post a left internal carotid artery stenting procedure, the patient experienced blurred vision, diplopia, slurred speech, mild facial weakness, problems with right upper extremity dexterity and right hemiparesis. A CT scan showed evidence of a remote subcortical ischemic lesion in the left parietal lobe and no evidence of acute brain pathology. Physical therapy, occupational therapy and speech therapy were initiated. Two days later the diplopia and slurred speech had resolved. The patient continued to have difficulty with mild facial weakness, right upper extremity hemiparesis and gait problems. The patient was discharged to a rehabilitation facility three days post the procedure. Although requested, there is no additional info available.

Manufacturer narrative:
Study event. A review of the finished device lot history record did not reveal any non-conforming material report which could have contributed to this complaint. Stroke is a known potential adverse effect associated with the use of carotid stents as listed in the device instructions for use.